Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in-clinic approximately one month status post revision procedure with fever, chills, and bleeding near the device pocket scar. An echocardiogram was performed and indicated endocarditis near the lead-to-device header connections. The left ventricular (lv) lead was successfully explanted and the patient was provided antibiotics to treat the infection in order to resolve this event. The patient was stable following this event. Related manufacturer reference number: 2938836-2019-13533. Related manufacturer reference number: 2938836-2019-13536. Related manufacturer reference number: 2017865-2019-13717.